Event description:
Customer reportedly received a result of 6 mg/dl on the compact plus system. The value is outside the numeric range of 10-600 mg/dl of the device. The actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.